Event description:
Customer reportedly received results of 175 mg/dl and 152 mg/dl within 10 minutes on the same device. On a different day, customer reportedly received results of 188 mg/dl and 101 mg/dl within 10 minutes on the same device. No adverse event reported. No controls used. Requested return of suspect device and replacement was sent.